Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the customer continued to use pump for insulin therapy and a replacement pump was sent to the customer.